Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4 lot number, d9.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The customer stated the device will be returned for analysis. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that while screwing the guide rod onto the impactor, the distal part of the rod broke, rendering the guide too loose to use as intended. There was no patient involvement. Attempts have been made and no further information has been provided.